Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that the right master tool manipulator (mtmr) was disabled by the system during use. The user power cycled the system, but the issue did not change. The tse then walked the user through a hard power cycle of the surgeon side console (ssc), but the issue still did not change. The user converted to another dv system to continue with the procedure as planned without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis. The mtm was analyzed and upon visual inspection, the opto button was found missing that would be related to the reported event. The unit passed all relevant testing within specification. The opto button was found to be the root cause of the reported event.